Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the patient was found down at home and cardiopulmonary resuscitation was started. The patient was transported to hospital; loss of capture and undefined high impedance were noted in both configurations on the epicardial (right ventricular) (rv) lead. The physician removed "pretzels" from the patient's lungs. A possible fracture of the lead was also noted. The patient experienced cardiac arrest. Reprogramming of the lead was attempted but unsuccessful. A temporary pacing lead was floated to the rv for pacing. Transport of the patient to another facility was underway however the patient passed away.